Event description:
It was reported that device entrapment occurred. Procedure summary: the 85% stenosed target lesion was in the middle to proximal right coronary artery (rca). The lesion was 3mm in length and 3mm in vessel diameter. The lesion anatomy was not tortuous. There was a significantly greater than 45 and less than 90 degree bend in the lesion with moderate calcification. Vascular access was gained via a right femoral artery. A rotapro 1.50mm and a rotawire were selected for treatment. During preparation the rotawire became stuck within the rotapro advancer handle. By activating dynaglide mode resistance was lowered and rotawire was fully inserted. The rotapro 1.50mm and a rotawire were positioned close to the guide catheter tip in the proximal rca. Ablation was attempted but failed to reach optimum speed. The device stalled. Switched the system to dynaglide mode and then back to restart ablation. The device stalled. Guide catheter and rotapro 1.50mm position was changed several times to get optimal alignment with the vessel. The device stalled. The rotapro 1.50mm was retracted in dynaglide mode and experienced strong resistance from rotawire. The whole system was retracted and exchanged for a second rotawire and rotapro catheter. The procedure was continued without further issues and ended successfully. No patient harm resulted in relation to this event. The patient was stable post procedure.

Event description:
It was reported that device entrapment occurred. Procedure summary: the 85% stenosed target lesion was in the middle to proximal right coronary artery (rca). The lesion was 3mm in length and 3mm in vessel diameter. The lesion anatomy was not tortuous. There was a significantly greater than 45 and less than 90 degree bend in the lesion with moderate calcification. Vascular access was gained via a right femoral artery. A rotapro 1.50mm and a rotawire were selected for treatment. During preparation the rotawire became stuck within the rotapro advancer handle. By activating dynaglide mode resistance was lowered and rotawire was fully inserted. The rotapro 1.50mm and a rotawire were positioned close to the guide catheter tip in the proximal rca. Ablation was attempted but failed to reach optimum speed. The device stalled. Switched the system to dynaglide mode and then back to restart ablation. The device stalled. Guide catheter and rotapro 1.50mm position was changed several times to get optimal alignment with the vessel. The device stalled. The rotapro 1.50mm was retracted in dynaglide mode and experienced strong resistance from rotawire. The whole system was retracted and exchanged for a second rotawire and rotapro catheter. The procedure was continued without further issues and ended successfully. No patient harm resulted in relation to this event. The patient was stable post procedure. It was further reported that the target rotational speed was 160000 rpm and the speed observed was between 130000 to 140000 rpm.

Event description:
It was reported that device entrapment occurred. Procedure summary: the 85% stenosed target lesion was in the middle to proximal right coronary artery (rca). The lesion was 3mm in length and 3mm in vessel diameter. The lesion anatomy was not tortuous. There was a significantly greater than 45 and less than 90 degree bend in the lesion with moderate calcification. Vascular access was gained via a right femoral artery. A rotapro 1.50mm and a rotawire were selected for treatment. During preparation the rotawire became stuck within the rotapro advancer handle. By activating dynaglide mode resistance was lowered and rotawire was fully inserted. The rotapro 1.50mm and a rotawire were positioned close to the guide catheter tip in the proximal rca. Ablation was attempted but failed to reach optimum speed. The device stalled. Switched the system to dynaglide mode and then back to restart ablation. The device stalled. Guide catheter and rotapro 1.50mm position was changed several times to get optimal alignment with the vessel. The device stalled. The rotapro 1.50mm was retracted in dynaglide mode and experienced strong resistance from rotawire. The whole system was retracted and exchanged for a second rotawire and rotapro catheter. The procedure was continued without further issues and ended successfully. No patient harm resulted in relation to this event. The patient was stable post procedure. It was further reported that the target rotational speed was 160000 rpm and the speed observed was between 130000 to 140000 rpm.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Initial testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device stalled and would not run. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. After removal of the returned rotawire, rotational testing was attempted a second time. During testing, the rotapro device was able to reach and maintain optimal rpm when the returned rotawire was removed from the device. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device. The rotapro device was unable to rotate or gain speed when the returned rotawire was inserted.